Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl. The patient reports being unable to wear a pod as they had received a communication error at startup with a pod as well as 5 previously reported pods. The patients blood glucose level had rose to 500 mg/dl. Once at the hospital the patient was treated with manual insulin via syringe. The patient remains in the hospital after 2 weeks. It should be noted while at the hospital the patient was treated for an infection unrelated to pod use.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone, cloud - omnipod 5 software app version, cloud - smartphone operating system, cloud - smartphone hardware, cloud - cgm sensor type.